Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol) using a preloaded delivery system, the lens got stuck between the capsular bag and the incision. The lens was removed and a backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).